Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
After an ablation procedure, a cardiac tamponade occurred. During recovery an echocardiogram revealed a tamponade, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.